Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade IV capsular contracture,pain and worsening to palpation.

Event description:
Healthcare provider reported a "grade IV capsular contracture", "pain and worsening to palpation". Device has not been explanted on right side.

Event description:
Device has been explanted.

Event description:
Healthcare provider reported a "grade IV capsular contracture", "pain and worsening to palpation". Device has not been explanted on right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, b3, a2, h6.